Event description:
Caller reported that insulin gauge displayed an amount different than expected during three cartridge changes over a span of three weeks. Blood glucose level remained unaffected, with no adverse impact reported. Caller resolved the issue each time by reloading the cartridge and successfully resuming insulin delivery. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.